Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was migraine secondary to device stimulation. The outcome was resolved without sequelae. Interventions included suspending therapy. The device was reprogramming. Interventions included explanting and replacing the entire system. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included an x-ray of thoracic/lumbar spine. There were no signs or lead migration. The etiology was noted as possibly related to the device or therapy and possibly related to the implant procedure. The etiology was noted as programming/stimulation due to programming. Signs and symptoms included patient reported experiencing a migraine which seemed to be connected to the device. The patient had turned stimulation off for 24 hours and experienced a decrease in migraine pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.